Event description:
Boston scientific received information that this right ventricular lead displayed low out of range impedance measurements. In addition, this lead did not pace and sense appropriately. An x-ray revealed insulation damage. There was no pacing inhibition. The patient with this lead experienced an inappropriate shock. A decision was made to replace this lead. A revision procedure was performed. This lead was surgically abandoned and replaced.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.